Manufacturer narrative:
If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported that the patient underwent revision of a total knee arthroplasty due to loosening.

Manufacturer narrative:
Concomitant medical products: femoral component option for cemented use only size d left, catalog# 00576401451, lot# 61407495; tibial component stemmed precoat use of this tibial component with legacy knee - constrained condylar knee, catalog# 00598002702, lot# 61460014; palacos rg 1x40 single, catalog# 00111314001, lot# 69554237; all poly patella standard size 32 mm diameter 8.5 mm thickness for cemented use only, catalog# 00597206632, lot# unk; taper stem plug, catalog# 00596009900, lot# 61467238; articular surface use with lps/lps-flex 51 or 52 suffix femorals size cd 14 mm height, catalog# 00596202214, lot# 61126961. The complaint was evaluated and the reported event was confirmed. Visit notes dated after the revision surgery indicate that the patient was revised due to pain and the devices having two much play associated with them. DHR was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required as no trends were identified. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.